Event description:
It was reported that during surgery there was intermittent function. There was no harm and no delay; therefore, there were no consequences for the patient. Surgery done with the same device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Foreign source: france. The customer has indicated that the product will be returned and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. H3 other text : investigation incomplete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the unit was working intermittently due to the motor speed being unstable. Tech replaced the motor, tested the unit, and returned it to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.